Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
When the product was received for investigation we realized that the implant was not fractured, instead it was removed due to the fracture of the abutment. The brand name, catalog number, lot number and concomitant product fields have been updated in this report. Also, the coding has been updated in this report.